Event description:
It was reported that the device had error code 44860. There was no patient involvement.

Manufacturer narrative:
B3: february is the reported month of the event, but the exact day not provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D9: 13-mar-2025. H3: one device was received for evaluation in used condition. Visual inspection found the device was in used condition. Functional testing was performed and the customer reported issue was confirmed. The cause of the continuous alarm was a damaged and faulty main board. The main board was replaced, preventative maintenance was performed, and the device then passed all testing.